Event description:
It was reported that the pump declared an altitude alarm. There was no reported impact to the customer¿s blood glucose level. The customer contacted technical support, who instructed the customer to remove an obstruction from the speaker holes on the pump, clean the area with a soft bristle brush, and resume insulin delivery after several minutes. After following these instructions, the pump resumed normal operation without further alarms, and technical support provided additional tips for preventing future altitude alarms.